Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The sensing configuration was adjusted. Later that day, a lead integrity alert (lia) triggered for high rate non-sustained episodes and short ventricular intervals. Stored electrograms (egm) showed possible twos and lead noise oversensing. R-waves were also noted to have decreased since the lead was reprogrammed. A few days later, noise and twos were observed again and the patient had been inappropriately shocked, possibly due to lead fracture. The lead was capped and replaced with a pacing lead. The shocks had severely depleted the cardiac resynchronization therapy defibrillator (crt-d) battery. The device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) due to the premature battery depletion and unexpected longevity. No further patient complications have been reported as a result of this event.